Event description:
It was reported that the patient did not clamp off the unused supply line during the prime. The nurse stated that this resulted in the homechoice device making unspecified ¿air sounds¿. The patient has been performing the therapy. The nurse was going to review the patient¿s setup of the supplies on the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient kept the clamp open on an unused supply line for peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.